Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured at 7atms on the first inflation during post dilation of a non-bsc stent. The device was removed intact. The lesion being treated was located in the moderately tortuous, mildly calcified 90% stenotic distal left circumflex artery. The procedure was successfully completed with another balloon. Patient status is listed as "good".